Manufacturer narrative:
The unit had no button response due to a corroded keypad. The unit had no button error alarm and no scrolling numbers. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer's blood glucose level was 232 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.